Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2020, it was observed that the suture came off the bone. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the broad is damaged in surgery. The suture comes off and comes off from the bone. The complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the anchor was not attached in the suture, it appeared that the suture came off from the anchor; therefore, this complaint can be confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. Since it was not possible to see the condition of the suture, a definite root cause cannot be determined. A manufacturing record evaluation was performed for the finished device lot number: 6l63195 , and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.